Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-51452

Event description:
It was reported by the sales rep that the sutures on two of the customer's rapidloc 27 degree needle with panacryl broke while the surgeon was pulling tension to push the knots down during a meniscal procedure. This happened one after the other and the surgeon removed both anchors after the sutures broke and replaced them with 12 degree needle anchors. There were no patient consequences. There was a ten minute delay. Both devices were discarded by the customer already. The sales rep was not present, no further details were available.